Event description:
It was reported that foreign matter occurred with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, "material no: 309646 batch no: unknown. It was reported that a solid material was noticed floating in the syringe. Per complaint description: pharmacy technician was withdrawing 5 ml of fluid from a fluid bag. Bag had no additives. A solid material was noted to be floating in the syringe. It was too large to have been introduced through a needle. On exam, it was not a precipitant but felt like a piece of rubber."

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. A loose 5ml syringe was depicted in the photo. A large piece of light colored foreign matter was observed next to the syringe. The foreign matter was larger than level 3 in size, which is rejectable per product specification. It was not clear what the foreign matter was based on the photo alone. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the foreign matter defect is associated with the assembly process.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, "material no: 309646, batch no: unknown. It was reported that a solid material was noticed floating in the syringe. Per complaint description- pharmacy technician was withdrawing 5 ml of fluid from a fluid bag. Bag had no additives. A solid material was noted to be floating in the syringe. It was too large to have been introduced through a needle. On exam, it was not a precipitant but felt like a piece of rubber."